Manufacturer narrative:
The event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that per the patient it stopped working about 3 or 4 months ago. It was noted that the patient stated that she never used the programmer and didn't know how to use it. No troubleshooting attempts were made. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for the patient to clarify what stopped working, the patient replied ¿the part¿ they ¿put on¿ their ¿butt to get it going or increase the wave lengths.¿ the patient then wrote and circled the words ¿change batteries.¿ there were no further complications reported/anticipated.